Event description:
It was reported that a jinro pigtail nephrostomy catheter set was used for urine drainage during a percutaneous nephrostomy procedure performed on (B)(6) 2024. Four weeks post-discharge, the patient experienced hydronephrosis pain caused by catheter occlusion due to catheter calcification. Drainage was unsuccessful during the catheter's indwelling period. No intervention was reported, and the catheter was removed on (B)(6) 2025. Per physician's assessment, the event was not related to the device.

Manufacturer narrative:
Block a2: the patient was reported to be between 71-80 years old. Block b3: the event date was approximated based on the reported timeline of four weeks post-procedure. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2330 captures the reportable event of "the patient experienced hydronephrosis pain." Imdrf impact code f12 captures the reportable event of serious injury.